Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented with a type iiib endoleak seven (7) years post-op during routine follow up. A re-intervention was performed where the graft was relined with a vela cuff; however, the endoleak could not be resolved. The graft was then relined with ovation successfully resolving the endoleak. During the reline with ovation, a polymer leak occurred (reference [enter MDR number for (B)(4) upon approval]). The patient was reported as doing well 24 hours post-op. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the reported type iiib endoleak could not be definitively determined. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018 and denied response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.